Event description:
It was reported that stent moved on balloon occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for treatment. However, after pulling out the stent from the carrier hoop, it unraveled from the stent balloon, appearing partially expanded on the proximal edge with the stent struts slightly mangled. The procedure was completed with another of the same device. No patient complications were reported.